Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received a temperature alarm while sleeping. The customer's blood glucose (bg) level was 300 mg/dl. The customer administered a correction bolus to address the bg level. The customer was unable to clear the alarm.

Manufacturer narrative:
Although no failure was identified, multiple temperature alarms were observed in pump logs.